Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) had received information from the customer that the issue the user had encountered was that the patient list was no longer updating through the hl7 import. As a result, the user had to create patients manually to record their medications, although there were no issues with picking medications. The customer then proceeded to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user had experienced problem with the patient interface and cee server had an error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.